Manufacturer narrative:
No damages or defects were noted to the fluid path components that would contribute to an infection at the infusion site. The exact cause of the reported infusion site infection could not be determined.

Manufacturer narrative:
Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
The patient wore an pod on a new site when seeking medical attention for a pod site reaction that led to infection. Medical attention was sought on (B)(6) 2025, at urgent care, and the patient was not admitted. Symptoms included stinging, limping, hardened skin, and discharge from the insertion site. The diagnosis was a skin infection, and treatment involved draining the infection and prescribing an antibiotic. The patient reported elevated blood glucose levels due to pain and infection. After removing the pod, the site remained hardened and painful. The patient successfully resumed treatment with a new pod after receiving medication. They use alcohol swabs to prepare the site and remove the pod by "ripping off." The patient provided photographs and agreed to return the pod for further investigation. Replacement pods were discussed, and delivery expectations were provided.